Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with a drug infusion device. The drug being delivered unknown. The reason for use was non-malignant pain. It was reported that the patient "thinks" the pump is flipped around. The event date was unknown. MRI information pertaining to pump orientation was reviewed. There were no symptoms reported. There were no further complications reported/anticipated.